Manufacturer narrative:
Reporter occupation: risk manager.

Event description:
Information was received indicating that the antibiotic infusion was not completed when using a smiths medical cadd administration set. About 20-30ml remained in the bag at the end of infusion. The patient did not receive the totality of the continuous therapy antibiotic dose.